Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The complaint was not confirmed, and the probable cause remains unknown. This investigation is ongoing. A CAPA was initiated to investigate the root cause for this failure mode. Reference to complaint #: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 20.700 psi, which is outside the acceptable range of 22¿38 psi. No patient involvement was reported.